Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 90-99% stenosed lesion being treated was located in the calcified mid left anterior descending (lad) artery. Ivus was performed. The lesion was not predilated. The physician attempted to place the 2.75x32 veriflex stent, but was unable to cross the lesion. The physician attempted to remove the veriflex stent and the edge of the stent became stuck on the guide catheter. The stent dislodged from the stent delivery system in the left main artery. The stent was able to be removed with a snare. The procedure was scheduled to completed on another day. Patient's status reported as "stable".

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 90-99% stenosed lesion being treated was located in the calcified mid left anterior descending (lad) artery. Ivus was performed. The lesion was not predilated. The physician attempted to place the 2.75x32 veriflex stent, but was unable to cross the lesion. The physician attempted to remove the veriflex stent and the edge of the stent became stuck on the guide catheter. The stent dislodged from the stent delivery system in the left main artery. The stent was able to be removed with a snare. The procedure was scheduled to be completed on another day. Patient's status reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer - the returned condition of the damaged stent is consistent with the reported dislodgement inside a patient. Product analysis received the stent but did not receive the sds device. The stent was damaged with the struts stretched on one end and had tissue attached throughout the stent. With receiving only the stent, product analysis is not able to determine if the stent damage is distal or proximal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B) (4).